Event description:
Reported status: serious injury/attempted surgical intervention/permanent damage. Reporting rationale: guide wire tip separated and remains in the pt. Device issue: guide wire tip separation. It was reported that an attempt was made to reach the lesion with the first whisper guide wire. During the attempt the guide wire was torqued while trying to cross; however, it was unsuccessful. An attempt was made to remove the guide wire and resistance was met during removal. The guide wire was pulled on during the removal attempt and after the guide wire was removed from the pt, the distal end of the guide wire remained in the pt. The vessel being treated was noted to be heavily tortuous and heavily calcified. Another whisper guide wire was selected to try to cross through the vessel and possibly retrieve the separated distal part of the other guide wire; however, when this guide wire reached the same point in the vessel and was torqued, the same problem occurred. When the guide wire was removed from the pt, the distal tip had separated and remained in the pt. Attempts were made with two different snare devices and a bioptome lung biopsy device to remove the separated pieces of guide wire; however, this was unsuccessful. CABG was performed, but the separated tip remains in the pt. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. The second hi-torque whisper ms guide wire is being filed under the same MFR number. Evaluation summary: quality assurance revealed that both guide wires were returned with blood and contrast visible on the teflon coating and black polymer. The core and polymer coating on both guide wires were separated 16.6 cm distal to the proximal end of the polymer coating. The fracture faces of the cores were ovaled as if kinked prior to separating. The fracture faces of the polymer coatings were stretched and jagged. On guide wire, lot # 8071892, there were intermittent scratches on the teflon coating 38.5 cm distal to the proximal end of the guide wire for a length of 27 cm. The distal separated sections of the guide wires were not returned. There was no other damage noted the guide wires. A laser micrometer was used to measure the outer diameter of the guide wires. The outer daimeter met mfg criteria on both wires. The distal ends of the guide wires were dipped into red congo dye to confirm that there was hydrophillic coating present on the guide wires. The guide wires will be sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.